Event description:
Level 1 received a report from a distributor in foreign country that during an emergency vascular surgery involving massive bleeding, hospital staff used a level 1 h-275 system to deliver cell saver (auto-transfused blood) product and as a result, infused air into a pt.